Event description:
The customer complained that cap survey sample j-15 yielded a false negative reaction with biotestcell 1&2. The customer has neither returned the cap survey sample nor the supposedly defective product. Therefore our quality control laboratory tested its cap survey sample with the retained sample of biotestcell 1&2. This testing was performed with the enhancement medium peg polyethylenglycol (peg) according to the customer's information. The cap survey sample j-15 correctly reacted strongly positively. We did not observe any false negative reaction. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident.